Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) system was implanted on the left side originally, however was removed approximately two months later due to infection. A new system was implanted on the right side about six weeks later. No further patient complications have been reported as a result of this event.